Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that on an unknown date, her 13-year-old daughter's infusion set's tubing detached/broken at the site connector. Therefore, the patient's blood glucose level was 190 mg/dl at the time of the event. The site location was patient's flank area, abdomen and arms. Moreover, the infusion had been used for 2 days. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.